Event description:
The customer reported that the steering handle was hard to turn. This may cause an inconvenience due to the add'l effort required in moving the system. There is not report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The steering handle was evaluated and replaced. The system was tested and found to be working as intended and returned to service.